Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is no patient impact associated with this complaint. During testing, the display screen was found to be faded and discolored. Unrelated to the complaint, the pump black box showed a power on reset and a time and date reset to factory default. Visual inspection of the pump revealed a cracked battery compartment. The battery cap was unable to tighten and power loss was observed. Under evaluation, the pump failed a leak test and evaluation revealed moisture in the pump. The internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.